Manufacturer narrative:
(B)(4). The device was returned with the blade damaged with the tip off. The blade tip was not returned. This blade tip portion may have broken off the device during transport to our analysis site. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Metal contact marks were observed on the blade surface. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. During our investigation of the device, it was confirmed that ¿blade error detected¿, ¿relax pressure on blade¿, and ¿remove instrument from patient¿ alert screens were encountered during the procedure; however, we were unable to duplicate these during the investigation.

Event description:
It was reported that during an unknown procedure and having used the device for almost an hour, an error message replace instrument displayed on the generator. Disconnected the cable from the machine and connected to gen11 again. Machine prompted for testing outside patient. Tried to activate the energy button and error message replace instrument came on again. Repeated for another 2 times. Then tried to turn gen11 off to reboot everything. Message to test instrument outside patient came on and when tried activating again, error message to replace instrument appeared again. The procedure was completed using an harh36. There were no patient consequences reported.